Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-03458. It was reported that both of the patient's leads had migrated. The issue was observed via x-ray. High impedances were observed. It was noted that the patient works for a delivery company and lifts boxes everyday, but only tries to lift lighter boxes under 5 pounds. It was also noted the patient did not wear his back brace as instructed. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.